Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and hypoglycemia. Customer blood glucose was 2.4 mmol/l at the time of incident and no alert on insulin pump, she treated the low blood glucose with juice and stated that her daughter did not wait for 15 minutes for the blood glucose to come back to normal since she was hungry. The customer stated that at the started of the call the blood glucose was 24 mmol/l and after 30 minutes during the call the blood glucose went up to 28.8 mmol/l. Customer experienced symptoms related low blood glucose fatigue and weakness. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did alleging insulin pump for over delivery, because the insulin pump went on low . Customer stated that they did used auto mode feature at time of low blood glucose event. The customer stated that that the drops were moving slowly and confirmed that there are lot of air bubbles and mainly at the p-cap point. The insulin pump will not be returned for analysis.